Event description:
It was reported that during a gastrectomy procedure that the max button did not activate. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.